Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, upon first firing on antrum of stomach, the device was short fired. The reload stopped short of the cut line (approx. 5mm) and would not advance. New reload and manual handle was opened to complete the second firing. There was no patient injury.